Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy catheter was used in the kidney during a nephrostomy procedure performed on (B)(6) 2018. According to the complainant, post procedure, while at home on (B)(6) 2018, the patient accidentally pushed the device and broke the catheter. A specific intervention was required to removed the remaining device inside the patient. It was unknown on when and what procedure was performed to remove the device that broke inside the patient. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned device confirmed that the catheter was broken. It was also noted that the distal section of the catheter including the hub was not returned with the device. The flare of the device was found formed, it is evidence that the manufacturing process was properly performed. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy catheter was used in the kidney during a nephrostomy procedure performed on (B)(6) 2018. According to the complainant, post procedure, while at home on (B)(6) 2018, the patient accidentally pushed the device and broke the catheter. A specific intervention was required to removed the remaining device inside the patient. It was unknown on when and what procedure was performed to remove the device that broke inside the patient. The patient condition at the conclusion of the procedure was reported to be stable.